Event description:
The customer alleged they received questionable c-reactive protein gen.3 (crp) result on their cobas 8000 c702 analyzer, serial number not provided. The customer stated they were seeing crp results drift lower when there were less than 100 tests left in the reagent pack. The customer provided data for one patient with discrepant results. The patient's initial crp result was 54.3 mg/l and it was reported outside the laboratory. On (B)(6) 2012, the customer repeated the sample and the result was 161.0 mg/l. It is unknown if there were any adverse events.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined a mismatch between the reagent probe positioning on the cobas 702 analyzer and the aspirated reagent volumes may occur under certain high throughput conditions. This may lead to partial air pipetting at the end of the cobas c pack large, possibly affecting patient sample and control recovery. This issue occurs only when the following four conditions are simultaneously fulfilled: reagents are diluted with system water as part of the application. The reagent pipettor aspirates reagent volumes near the upper limit of its specification. A certain combination of tests per cobas c pack large and the pipetting volume exists. There is only one reagent registration of a cobas c pack large throughout its use. Two interim workarounds have been provided to customers to mitigate the current issue until an updated version of software is released to correct the reagent pipetting issue. This software version is targeted for first quarter 2013. No information was provided on the specific part number involved in this event.